Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was not properly attached error. There was unknown patient involvement.

Manufacturer narrative:
Received one device. Customer complaint confirmed through downstream occlusion test. Device intermittently alarmed cassette not attached properly when attaching a cassette. Replaced downstream occlusion sensor (dso) and torn dso seal, also replaced bubbled upstream occlusion sensor (uso). Repair confirmed through downstream occlusion test. Upon further investigation, found torn dso seal. Replaced dso seal. Performed dso/uso calibration. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated to 4.3. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.